Event description:
It was reported that the patient underwent a surgical procedure in (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with laparoscopic hysterectomy, bso, lysis of adhesions, fulguration of endometriosis, cystoscopy and placement of on-q; due to stress urinary incontinence. It was reported that the patient underwent a removal of mesh on (B)(6) 2011 for reasons of pain from eroded and extruded mesh and dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2011 by dr. (B)(6) at (B)(6) surgery center.

Event description:
It was reported that patient underwent revision of mesh on (B)(6) 2011 by dr. (B)(6) at (B)(6) surgery center.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.